Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels running from 214 mg/dl to 547 mg/dl. The customer treated with a insulin injection. The customer reported that the cannula on the infusion set was bent. The product was not returned for analysis.